Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.

Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was removed, the suture broke. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the complete monofilament suture was returned loose and no suture break was found. The posterior needle tip remained attached to the rail-end of the monofilament suture. The anterior needle tip remained engaged with the anterior cuff and the anterior and posterior cuffs remained attached to the link. Although the posterior cuff was out of the posterior portion of the foot pocket, the posterior cuff tabs remained undisturbed, indicating that a posterior needle-to-cuff miss occurred. A needle strike mark was not found on the foot. During the testing, the needle plunger was inserted resulting in acceptable needle trajectory, needle depth, and push mandrel travel. Based on the investigation findings, the most probable root cause for the posterior needle-to-cuff miss is needle deflection during needle plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.